Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip has holes in it. This was discovered during use. The following information was provided by the initial reporter: material no.: 309604, batch no.: 9021709. It was reported that the syringes have holes in them. Verbatim: the above account has your item that the syringes have holes in them. When they pull back the syringes squirt blood all over. They are not sure what order these came in on. They have them placed all over the facility and don't know if they have holes until they are in use. This is a critical matter. I have advise the unit not to use these if possible.

Manufacturer narrative:
Investigation: seventy five samples received for investigation, samples were evaluated for any molding defect present in barrel and/or plunger, and leakage test. During the leakage test the samples were filled with water to the maximum capacity, no damage detected in the barrel that could cause leakage. Additionally, the samples were visually analyzed, there were no defects observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip has holes in it. This was discovered during use. The following information was provided by the initial reporter: material no.: 309604, batch no.: 9021709. It was reported that the syringes have holes in them. Verbatim: the above account has your item that the syringes have holes in them. When they pull back the syringes squirt blood all over. They are not sure what order these came in on. They have them placed all over the facility and don't know if they have holes until they are in use. This is a critical matter. I have advise the unit not to use these if possible.